Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, low urethral closure pressure and a sling was implanted. It was reported that after implantation patient experienced pain, recurrence, dyspareunia and urinary/bowel problems and underwent mesh revision on (B)(6) 2009 by implanting surgeon due to worsening cystocele symptomatic with pressure, difficulty voiding. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported on (B)(6) 2010 that the patient was experiencing both urinary and fecal incontinence which worsened after back surgery. On (B)(6) 2010 the patient had a physical exam and cystoscopy. The exam showed that the patient has a slight neurogenic bladder. The patient has a history of gross hematuria and was started on anticholinergics. It was reported on (B)(6) 2012 that the patient experienced voiding dysfunction and incontinence. The patient does not want to take medications and reports that the patient is doing well with timed voiding. It was reported that the patient experienced urinary urgency and incontinence on (B)(6) 2013 and is now off neurontin and taking oxycontin daily for back pain control. The patient had mesh revision but the patient thinks she has a mesh and wants it out. [As written]. On (B)(6) 2013 the patient underwent cystoscopy which showed a slight recurrence of a cystocele and no pathological lesions noted vaginally. The patient has failed with anti-chlorinigenus and underwent interstim implantation on (B)(6) 2013 due to overactive bladder, urgency, frequency and incontinence. On (B)(6) 2013 the patient reported considerable pain on left side, which radiates down to her extremity and fecal incontinence. No additional information was provided. (B)(4) - neurogenic bladder; overactive bladder.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent anterior colporrhaphy using sutures on (B)(6) 2009, due to pop. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.